Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was attempted to be used during a procedure performed on (B)(6) 2024. During preparation, the balloon would not deflate upon testing. It was reported that when the balloon was deflated using an inflation device, the balloon portion was partially "puffed up" and when that portion is held down by hand, it will be completely deflated. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a140101 captures the reportable event of balloon failure to deflate. Block h11: investigation results the returned extractor pro rx retrieval balloon was analyzed, and a visual inspection found no damages to the device. Functional inspection was performed, and the balloon was able to be inflated without problem and hold the pressure without any evidence of a possible leak of air. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon failure to deflate was not confirmed. The product analysis did not identify any evidence of either the alleged problem or any defect on the device. Therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was attempted to be used during a procedure performed on (B)(6) 2024. During preparation, the balloon would not deflate upon testing. It was reported that when the balloon was deflated using an inflation device, the balloon portion was partially "puffed up" and when that portion is held down by hand, it will be completely deflated. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate. Block h11: investigation results the returned extractor pro rx retrieval balloon was analyzed, and a visual and microscopic inspection found no damages to the device. Functional inspection was performed, and the balloon was able to be inflated and deflated without any problem and held pressure without any evidence of a leak. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon failure to deflate was not confirmed. The product analysis did not identify any evidence of either the alleged problem or any defect on the device. Therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was attempted to be used during a procedure performed on (B)(6) 2024. During preparation, the balloon would not deflate upon testing. It was reported that when the balloon was deflated using an inflation device, the balloon portion was partially "puffed up" and when that portion is held down by hand, it will be completely deflated. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.